Manufacturer narrative:
Article citation: benifla m, rutka jt, logan w, et al. Vagal nerve stimulation for refractory epilepsy in children: indications and experience at the hospital for sick children. Childs nerv syst 2006;22:1018-26.

Event description:
During the review of an article titled "vagal nerve stimulation for refractory epilepsy in children: indications and experience at the hospital for sick children", it was noted that the vns pt experienced an infection at an unk site six months after implantation surgery. The infection was initially treated with IV cefazolin but the treatment of infection with antibiotics was unsuccessful necessitating surgical intervention to remove the device. It is unk at this time if cultures were taken for the event. It is unk if there was any pt manipulation or trauma to the device site that may have contributed to the reported event. The infection event has been determined to be related to the vns device implantation surgery by the medical professional. Good faith attempts to obtain additional info from the primary authors have been made, but no additional info has been received to date.